Event description:
It was reported that there was a plunger and motor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked down from tubing guides. During set-up for flow testing, the reported problem was duplicated for test errors; could not run pump to test for motor errors. The root cause of the reported issue was found to be normal wear. Plunger board no longer operates properly as a result of normal wear. Replaced plunger printed circuit board. Replaced motor assembly as a preventative measure for customer stated motor error. (UDI) is unknown. No product information has been provided to date.